Manufacturer narrative:
B3 event date: it was reported that the event occurred on (B)(6) 2025. E1: initial reporter facility name: (B)(6) hospital. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "probable barrier breakage/adequate asepsis" . It was reported the patient was not hospitalized for the event. The patient was treated with ceftazidime for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.